Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had improvement when initially placed and cancelled follow-up appointments for 18 months then returned and wanted it out. Patient refused to have the provider adjust the device and wanted it removed. Hcp reported unknown causes of why the device was not working and the patients arthritis was not cause by the device

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient(pt) said their stimulator was removed because it worked but then didn't work after a while on their bladder the way they wanted it to, they kept going to the doctor, also it shocked them and pt could not handle it because pt has arthritis in their spine so they told them to remove it. Pt wanted to reuse the handset as a cell phone. Warm transferred pt to hcit.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported improvement in her incontinence, but then overtime reported that it was not working as well, and she also thought it was causing them some back pain and sciatic pain. We adjusted the program several times. Rep thinks that patient had a hard time managing how to control and change the programs and settings on the device, and eventually she desired removal because it was not controlling her symptoms and potentially causing them pain."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.